Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pocket closure right ventricular (rv) lead sensing decreased. The decision was made to reopen the wound for adjustment, after unscrewing the lead from the implantable cardioverter defibrillator (ICD) the sensing had increased but was still lower than before. The lead was repositioned and desirable parameters were obtained. The lead was then attached to the ICD and although connection seemed appropriate the programmer displayed pacing at the lower rate limit rather than the patient's intrinsic rhythm and it was noted that the lead was not properly connected. Upon disconnecting and reconnecting it was found that the lead had not been fully screwed in. The lead was reinserted, the screw was tightened and then withdrawn but still could not be connected to the device. The process of reinserting and tightening was repeated three times unsuccessfully. Air evacuation was then performed however this still did not allow successful tightening of the screw. The physician then attempted to rotate the screw counterclockwise to screw it out first, reinsert the lead and then tighten clockwise, this was attempted twice unsuccessfully. The screwdriver then became loose and could no longer be used. A new screwdriver was used but the lead could still not be secured and the new screwdriver also became loose and was no longer usable. The ICD was then replaced and the lead was connected to the new device successfully with good electrical parameters. The pocket was closed again and parameters remained stable. No patient complications have been reported as a result of this event.